Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient reported that his controller was very hot and was emitting a strange smell. The device was removed from service and the patient was issued a replacement device. Preliminary log file review revealed that no pump stop for the date of the reported event. There was no reported patient injury as a result of this event. The controller ((B)(4)) was returned to the manufacturer for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device performed per specification indicating there was no device malfunction. Therefore, the reported event could not be confirmed. The root cause of the reported event could not be conclusively determines as there was no failure detected. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from (B)(6) that the patient stated his controller was very hot and was emitting a strange smell. The device was removed from service and the patient was issued a replacement device. Preliminary log file review revealed no pump stop for the date of the event. The device was returned to the manufacturer for analysis. There was no reported patient injury as a result of this event.